Manufacturer narrative:
The events of death and lymphoma alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. It is unknown if reoperation occurred. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Researching physician reported death related to lymphoma alcl. Pathological markers confirming alcl have not been received. The device manufacturer is unknown. This record is for the right side.

Event description:
Researching physician reported death related to lymphoma alcl. Pathological markers confirming alcl have not been received. The device manufacturer is unknown. This record is for the right side. This was determined to be a non-allergan silimed breast implant.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Upon receipt of additional information from the reporter this device is a non-allergan silimed breast implant.